Event description:
A 68-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) was supported with an impella cp device inserted percutaneously via the right femoral artery. During support, the device was set at p-5 providing 3.5 l/min of flow with d5w sodium bicarbonate utilized in the purge solution, and initially functioned as intended. Following transfer from the catheterization lab to the ICU, suction alarms occurred accompanied by evidence of hemolysis. Bedside echocardiography demonstrated the impella positioned deep at 6.2 cm from the aortic valve. The physician performed repositioning under imaging guidance, resulting in improved positioning at 5.2 cm from the aortic valve with resolution of suction alarms. Laboratory evaluation revealed plasma free hemoglobin of 250 mg/dl, with repeat testing planned. Clinically, urine color improved from dark red to pink-yellow with no further suction events following repositioning.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.